Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The outer tube is slightly bent. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired on the first attempt. Another attempt was made and this time a clip was able to properly load into the jaws of the device and close. This was repeated with the same result. The third clip was successfully applied to over-stressed surgical tubing. However, the fourth clip was unable to properly load into the jaws. The next three clips were also unable to load into the jaws properly. The eighth clip, however, was able to fire properly. No more clips remained. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Other remarks: in all, 4 out of the 8 clips were unable to properly load. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip falling out of the jaw" was confirmed based upon the sample received. One device was returned. Upon functional inspection, 4 of the 8 remaining clips were unable to properly load into the jaws. The only damage found to the device was that the outer tube was slightly bent. However, it could not be determined whether or not the damage to the outer tube prevented some clips from properly loading since the damage was not severe. The root cause of this issue could not be determined.

Event description:
It was reported that the clips are falling out of the jaw. But they did not fall into the patient's body. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1600693 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are falling out of the jaw. But they did not fall into the patient's body. There was no patient injury.